Event description:
It was indicated a week ago prior to call patient started having a bruise like pain but it was still hurting. It was indicated that patient would be meeting with the health care provider a day after this report to check their device. The patient wanted to turn stim off until she sees hcp the day after this call. The patient stated that the manufacture representative thought the wire maybe dislodged but not sure. There was no fall or trauma reported. The patient was hurting pretty bad and wanted it turn off. The patient assisted and the device was turned off. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type: programmer, patient; product ID 3093-28, lot# v872545, implanted: (B)(6) 2012, product type: lead; product ID 3093-28, lot# v872545, implanted: (B)(6) 2012, product type: lead. (B)(4).